Manufacturer narrative:
The investigation is ongoing.

Event description:
A 26mm commander delivery system was returned to edwards lifesciences for evaluation. The device could not be linked to an existing complaint event. Per preliminary evaluation of a returned device, a 26mm commander delivery system was returned and the balloon was found to be burst longitudinally in the proximal end. The inflation balloon was fully unpleated and unfolded.

Manufacturer narrative:
A corrected supplemental report is being submitted. This event was discovered to be a duplicate report of manufacturer report number 2015691-2021-03113. The event investigation and regulatory reporting will take place under 2015691-2021-03113. A corrected supplemental report is being submitted.